Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient data (initials beginning with last name, age, sex) -- not available. What actions did the surgeon take to correct the problem presented with the medical device? -- surgeon asked for another suture of same code. Was any other medical intervention required due to the problem presented with the device? -- no. Was there damage to the patient due to the problem presented with the device? -- no. What is the patient's current condition? -- discharged without any consequences due to device problem. Full name and address of the reporting hospital / clinic. -- innovare cirugía plástica del siglo xxi. Can the product be sent for analysis? Yes.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when did the issue occurred? Pre-op or intra-op? Was there any patient consequence due to the needle suture pull off? Could you please confirm the device availability?

Event description:
It was reported that the patient underwent a face/plastic surgery on (B)(6) 2020 and the suture was used. It was reported that the needle comes off the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/16/2020. A manufacturing record evaluation was performed for the finished device lot number am3889, and no non conformances / manufacturing irregularities were identified.